Manufacturer narrative:
Gi bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, and anticoagulation therapy. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical database that this patient began having dark stools again and was complaining of fatigue within just a couple of weeks. He returned to the hospital on (B)(6) 2015 with an h & h of 5.6/17.5. Patient underwent a tagged red blood cell scan where a bleed was seen in the small intestine. He underwent ir guided embolization of the area. However, the bleed stopped just prior to the embolization, so could not be sure the correct vessel was embolized. Patient had an ileus with abdominal discomfort concerning for ischemic bowel post the embolization. However, no surgical intervention was required and this resolved on it's own in 2 days. On this visit, subject received 5 units of packed red blood cells and he was discharged on (B)(6) 2015. Patient was treated with octreotide and pantoprazole drips and transitioned to 40 mg pantoprazole IV bid until discharge. No further information was provided.